Event description:
The philips field service engineer (fse) determined during planned maintenance (pm) that the threads of the nut/bolt assembly of the service latch were stripped. The fse confirmed that the subframe of the patient support was not free-floating and there was no harm to a patient, bystander, or operator. The fse replaced the nut/bolt assembly of the service latch to resolve the issue.

Manufacturer narrative:
(B)(4). We will file a follow-up MDR at the completion of the investigation. Internal cross reference: complaint pr #:(B)(4).